Manufacturer narrative:
Corrections can be found in the following fields: b3: event date and d4: lot number additional information can be found in the following sections: d9, g3, g6, h2, h3, h6 and h10 d14-intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint of "does not work." When placed and driven on an in-house system, the mbf passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The mbf delivered energy and passed the electrical continuity test. Failure analysis found the instrument to be fully functional. There was no problem detected. Additional observation not reported by the site: the mbf was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.043¿ - 0.551" in length and were not aligned with the tube axis. The root cause of the scratch marks on the instrument main tube is typically attributed to the mishandling/misuse. A review of the instrument log for the maryland bipolar forceps instrument (part# 470172-16/ lot# n10200713 0056) associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on 12/08/2020 on system sk2408, with 8 uses remaining.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided. A log review was performed however, could not confirm the occurrence of a da vinci-assisted urethroplasty procedure on (B)(6) 2020 using system sk2408. Additionally, a full instrument lot sequence number was not provided by the customer, so no further investigation could be performed to attempt to identify more instrument details. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted urethroplasty procedure, there was "arcing" with the maryland bipolar forceps instrument and according to the complaint information, the instrument "does not work." At this time, the root cause of the customer reported failure mode is unknown. Although there was no reported patient injury, if arcing were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted urethroplasty procedure, the user alleged "arcing" with the maryland bipolar forceps. According to the complaint information, the instrument was unable to work. Use of the instrument was discontinued. The procedure was completed without injury. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.